Event description:
It was reported the patient has not used or recharged her ipg in an extended period of time (event date unknown). The patient's ipg is inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. The patient reportedly regained stimulation therapy post-operative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.